Event description:
The distributor reported that during incoming inspection, a wood like foreign matter was noted in the packaging.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion (B)(4) initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: an evaluation of the complaint sample confirmed the presence of debris on the peel-away introducer. Inspection of the debris confirmed the debris was from a corrugate box. The source of the debris was identified as a corrugate box but the specific location where the component was contaminated could not be identified. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.